Event description:
It was learned from received medical records that intraoperatively after implanting a 21mm aortic valve, the native mitral valve developed severe central insufficiency and the patient underwent mitral valve replacement with a 25mm mitral valve. Per medical records the patient presented with sob, and underwent redo-avr, and root enlargement with patch reconstruction. The intra-op tee showed a structurally normal mitral valve with mild central insufficiency and some posterior leaflet restriction. Worsened severe mitral central insufficiency was noted after aortic valve implant. Cpb was resumed and a 25mm mitral valve was implanted. The replacement mitral valve was well seated with no perivalvular leak. The patient tolerated the procedure well and was transferred to the cv recovery unit in serious but stable condition. Post-operatively the patient required a ppm due to chb. She then required electrocardioversion for persistent atrial fibrillation. The patient was discharged home in stable condition on pod #8.

Manufacturer narrative:
The heart is a multivalvular system. Repair or replacement of one valve may affect the function of the adjacent valve by changing the heart structure and hemodynamics. Additional surgical/percutaneous intervention may be required for the adjacent native valve or prosthetic device related to the newly implanted device. The device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Manufacturer narrative:
H10: additional narratives. Updated d4, h4, and h6 per new information received. The root cause of this event cannot be conclusively determined. However, it is likely that patient related and/or procedural factors contributed to the event. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.